Event description:
It was reported the detector was dropped. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Ref ID (B)(4): the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The field service engineer (fse) performed analysis which concluded that there was no physical damage to the detector. Functional tests were performed, and the detector was found to be operational. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).